Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis confirmed the abnormally high current drain and identified the cause as gate leakage in the switch transistor. Following electrical isolation of the gate of the failed transistor, the system current drain dropped to a nominal level).

Event description:
It was reported that device reached the recommended replacement time earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.